Event description:
Dental assistant reported that four yrs post restoration, the implant was removed due to dehiscence and infection. Pt is reportedly fine. Pt is same pt as MDR report #m750100 and medwatch report #2023141-1996-00170.